Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Customer went to the emergency room with a blood glucose (bg) level of "over 900" mg/dl and ketones. Ketone levels were identified as life threatening by health care provider. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 2 days later, (B)(6) 2026 with the issue resolved and no permanent damage. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer reverted to an alternate method of insulin therapy.